Event description:
The bilateral silicone frontalis slings were placed in eyes due to severe ptosis with a minimal, 2 mm interpalpebral fissure opening, with a maximal brow elevation. Approximately 30 minutes after surgery, the left eye lid was seen to drop into complete ptosis while the patient was crying. The decision was made to bring the patient back into the operating room to revise the frontalis sling of the left eye. This was also done to determine the cause of the failure of the frontalis suspension surgery on the left upper eyelid.